Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-05364. It was reported that patient experienced ineffective therapy due to impedances issues. Reprogramming was unsuccessful. As a result, patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. Therapy was restored postoperatively.